Event description:
It was reported that during a cadaver laboratory, it was observed that the motor device was running hot. The event did not occur during surgery. There was no patient involvement reported as the device as for cadaver use only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was known to have occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation a hole was observed in the cord which did not allow completion of the pre-test. This was due to allowing the cord to come into contact with a sharp object. The assignable root cause of the component damage was determined to be due to misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.